Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative who reported connection issue was not solved based on root cause but the patient's device is working as expected. All connections and communications seem to be functioning as expected immediately post op.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep reported he was in a case before calling. The rep reported he has set up the ins with the tablet. The rep reported he did exit the workflow after setting up the ins. The rep reported when he was ready to check the impedance, he tried to interrogate again. The rep stated the communicator would not connect to the ins. The rep reported he changed out the batteries on his communicator and it did not resolve the issue. The rep reported the or room has typical or equipment. The rep reported outside of the or he was able to test a different ins with the same tablet and communicator, and reported he was able to connect fine. The caller had some time to troubleshooting. It was suggested that the caller go back to the same or room and using the same communicator/tablet and interrogate the same ins. The caller stated he is now able to connect to the ins.